Event description:
It was reported that a patient underwent a neck procedure on (B)(6) 2022 and suture was used. Prior to use, it was found that the needle was missing. There were no adverse patient consequences. Upon evaluation of the returned device, it was some suture pieces in the degradation process. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. The returned sample revealed that it was received one labeled winding former with some suture pieces in the degradation process with the original packaging. The sample pertains to the product code nw1737. As per visual inspection of the sample, it was observed that the strand has begun with a degradation process caused by exposure to the environment. This condition contributes to the needle was missing. In addition, the foil was not returned for evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photo shows a winding former with a non-dispensing suture with product code nw1737. The needle was not seen in the image. Based on the photo review, no conclusion or root cause could be determined. Investigation findings: c22 - photo review. Additional information was requested, and the following was obtained: what is the lot number? T9001.